Event description:
Patient called lfs and alleged that their meter was reading inaccurately high. The patient tested on their meter and obtained a result of 209 mg/dl. They then tested on another meter and obtained a result of 97 mg/dl. Meter to other meter is an invalid comparision. No harm or injury was reported. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and cleaning the puncture site were done correctly. The patient performed two control solution tests, which failed. Based on the information provided, there is evidence of meter malfunction. However, there is no evidence that the patient suffered a serious injury. Test strips are being replaced for the patient.